Event description:
It was reported that the right atrial lead exhibited noise, high impedance and an increase in capture. An insulation anomaly was also noted. The lead was capped and replaced during a routine device change out procedure on (B)(6) 2014. The patient was discharged without any complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.